Manufacturer narrative:
Concomitant medical product: evolutpro-26-us valve implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a low impedance right atrial (ra) lead warning. It was also reported the cardiac compass had invalid data. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead impedance was stable and the alert was as a result of the implantable pulse generator (ipg) rounding the impedance value